Event description:
It was reported that the pt heard a loud noise, like a motor bike. The noise disappeared when the pt shook their head or pressed on the implant site. Telemetry measurements showed 'poor coupling'. The telemetry measurements were painful for the pt.